Manufacturer narrative:
Patient information was not available from the site at the time of this report. Serial number/lot number not available at this time. Device manufacture date is dependent on the serial number/lot number provided. Not available at this time. RMA issued. Part has not been returned for evaluation as of the date of this report.

Event description:
A medtronic representative reported the solera screwdriver for the stealthstation treon system was damaged. No further details were provided, although the site requested replacement for the part. No harm to patient was reported.